Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient's skin irritation was described as blistered with a burning sensation under the therapy electrodes. The patient's doctor advised the patient to remove the lifevest. There is no alleged device malfunction. Follow up was completed and the skin irritation had cleared.